Manufacturer narrative:
Follow-up #1: date of submission: 10/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: the pump's black box showed evidence of a voltage drop resulting in a low battery warning followed by a pump reboot event on (B)(6) 2016. A battery change occurred during this pump reboot event. The pump intermittently powered on. The battery cap had damaged threads. The battery compartment was found to be cracked and the threads were damaged. There was evidence of moisture contamination inside the battery compartment. The pump casing was damaged near the case seal. There was no evidence of additional moisture. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had intermittent power. The reporter also alleged that the top of the battery cap was worn; the battery compartment was cracked and contained moisture. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.